Manufacturer narrative:
The accounts maintenance replaced the head control switch to repair the bed.

Event description:
The accounts maintenance alleged the head of the bed will run up by itself. He isolated the issue to the function switches.